Event description:
It was reported that the patient with this right atrial (ra) lead expired during pr shortly after a lead replacement procedure of the ra, and right and left ventricular leads. This lead had reportedly exhibited noisy signals which were reproducible when the patient performed push ups. A technical services consultant discussed that the clinical observations were likely due to lead abrasion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).